Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a car accident 4 months prior to the report in 2016 and his stimulator was out of whack since then. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.